Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to acquire a leads ECG waveform during a patient event. It was reported the device was being used for cardiac monitoring. Although the paramedics reported the issue resulted in a delay of administering medicine there was no report of patient harm due to the delay.